Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery and orchiectomy on (B)(6) 2011 during which the surgeon noted an attempt was made to surround the cord structures; however, because of heaving scarring from his previous herniorrhaphy, this proved impossible. The cord was dissected superiorly and was taken off the mesh. Eventually the level of the internal ring was reached and the cord was clamped and the testicle was amputated. Mesh was found balled up in a mass. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.